Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from nine months to the elective replacement indicator (eri) within three months. A request was made to have data from this device analyzed, but technical services (ts) indicated that updated data is not available at this time to perform the analysis. Ts explained that in this case, the device is outperforming and exceeding the expected performance based on the overall time it has been implanted for. Additionally, ts explained that there are some reverse mode switch events stored, but the cause has not been determined due to the lack of data. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. A device replacement procedure was scheduled. No adverse patient effects were reported. At this time, the device remains in service.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from nine months to the elective replacement indicator (eri) within three months. A request was made to have data from this device analyzed, but technical services (ts) indicated that updated data is not available at this time to perform the analysis. Ts explained that in this case, the device is outperforming and exceeding the expected performance based on the overall time it has been implanted for. Additionally, ts explained that there are some reverse mode switch events stored, but the cause has not been determined due to the lack of data. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. A device replacement procedure was scheduled. No adverse patient effects were reported. At this time, the device remains in service. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis as it was discarded by the explanting facility.